Manufacturer narrative:
Please note that the device associated with this report is an optease filter for which the catalog and lot numbers are not currently available. Should this information become available a follow up report will be submitted. As reported in a legal brief, the plaintiff was implanted with a cordis optease ivc filter on or about (B)(6) 2014. Approximately six months later, plaintiff began experiencing problems with the filter, requiring plaintiffs treating physician doctor to surgically remove the filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter for approximately one month. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The timing and mechanism of the filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Plaintiff (B)(6) at all times relevant to this action was and is a citizen and resident of the state of (B)(6). Plaintiff (B)(6) was implanted with a cordis optease ivc filter on or about (B)(6) 2014. Approximately six months later, plaintiff began experiencing problems with the filter, requiring plaintiffs treating physician doctor to surgically remove the filter. As a direct and proximate result of these malfunctions, plaintiff (B)(6) suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff (B)(6) has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.